Event description:
It was reported that the device fails accuracy by +11.30%. The event happened during testing.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
G1 - contact office zip code corrected. One device was received for evaluation. Visual and functional tests were performed. The device passed all functional tests; the device was operating within required specifications. The software was updated. The service review history had no indication that the complaint was related to a service within the review period.